Event description:
It was reported that during a pulsed field ablation procedure, after right inferior pulmonary vein (ripv) treatment, the loop catheter was positioned outside of the shaft. Upon removing the catheter from the body, the array of the catheter was observed to be deformed and inverted. The catheter was replaced and the procedure proceeded. St elevation was then observed in the electrocardiogram (ECG) leads ii, iii, and avf. A nitrate medication was administered and a coronary angiogram was performed. The angiogram confirmed the coronary sinus was spastic. The st elevation returned to the pre-procedure state and the procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscc100 (0012552875); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that cavotricuspid isthmus (cti) ablation, which was performed using the second loop catheter, was suspected to have caused the st elevation. The st elevation occurred six minutes following cti ablation.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: sheath; product ID: non-medtronic unknown, product type: radiofrequency (rf) needle; product ID: non-medtronic unknown, product type: cardioversion system; product ID: non-medtronic unknown, product type: guide wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.